Manufacturer narrative:
The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this device was explanted at implant due to intravalvular regurgitation. As it was mild to moderate, the decision was made to replace with another device. Post-op toe was normal.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, the leaflets exhibited characteristic markings which indicate suture was looped around the commissure. Suture track and permanent indentations were present on the free margins of two (2) leaflets at the commissure. These indentations were most likely left by suture that was tied tightly down and against the commissure, thus leading to a gap at the coaptation region. Incidental findings: x-ray revealed a bent commissure; this damage was likely due to explant or implant. Blood and suture holes were evident around the sewing ring. Method: x-ray. Additional manufacturer narrative the clinical observation of regurgitation could be confirmed as the returned device exhibited signs of suture looping. Suture looping may occur during a mitral valve replacement due to inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.